Event description:
It was reported that ¿the lead screw on the pump where the cartridge goes is worn. The delivery is screwed up¿. There was no reported adverse effect to the customer's blood glucose level. The customer declined troubleshooting assistance and further follow-up, noting that the pump was worn and they were in the process of renewal.